Event description:
Customer stating the last number is gone and they can only see the first two numbers. A system review was conducted over the phone and determined that segments were missing from the display in the units position, the 10's position and the 100's position. The customer was asked to return the meter and a replacement was provided. The customer was invited to call 24/7 with future questions or concerns.